Manufacturer narrative:
(B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient's pain became strong around 15:00 on (B)(6) 2016. Power on reset (por) was indicated on the patient programmer. "Power on" was pressed several times using the patient programmer but the issue persisted. The patient had pain again as no stimulation was on. When "power on" was pressed again in the morning of (B)(6) 2016, the power was turned on and the stimulation was delivered without an indication of por. However, the patient felt that the stimulation was weak. There were no factors that may have led or contributed to the issue, however, the patient mentioned going to the convenience store (drive only). There was no information to determine the cause of the issue. The impedance measured between 660 and 950 ohms. The ins was reprogrammed using the clinician programmer and the issue was resolved. The patient's underlying disease was pain at post procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.